Event description:
It was reported a fragmentation of the metal of the blades during procedure.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.

Manufacturer narrative:
One 7205308 3.5 mm full radius ep-1 disposable blade returned. The complaint stated: "it was reported a fragmentation of the metal of the blades during procedure." Functional test with a dyonics ep-1 handset and mdu device confirmed that the blade ran forward, reverse and oscillating. It was switched between modes with no issue. There were no error messages indicated on the power control panel. Returns for shedding have been found to be consistent with the device being "tested" without or with insufficient irrigation. These devices are not intended to be engaged without suction. Per the IFU: "periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running." And it states: "irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry)." There were no fragments observed. There are light dings and scratches on surfaces. Those that are circular are typical of pressure on the blade. This is a symptom of excessive force/side loading. Shedding can also be due to contact with another instrument, device or un-excised bone fragments. No root cause related to the manufacture of the device was established.